Event description:
Boston scientific received information that the left ventricular lead was not capturing. The patient was sent in for an x-ray and a lead dislodgment was confirmed. The patient was scheduled for a lead revision. There was no reported asystole or syncope, and the device was programmed to right ventricular pacing only. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.